Manufacturer narrative:
(B)(4).

Event description:
Per the patient's surgeon, the patient experienced persistent infections and is being clinically managed by the health care provider. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Additional: the patient details have since been reported and section a has been updated accordingly. This report is submitted on april 20, 2019.